Event description:
Patient reports nausea/vomiting has resolved since implant. When the patient eats, they get very bloated and have pain at site of implant. Patient did not consider device effective and requested explant. No further action to be taken.